Event description:
It was reported that the device's downstream occlusion (dso) seal bubbled, and the dso alarm triggered below 9 psi while running the downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1 - last name: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal bubbled, and the dso alarm triggered below 9 pounds per square inch (psi) while running the downstream occlusion test" was confirmed. During visual inspection it was found the dso seal was degraded and replaced. All tests passed within specifications. The probable cause was dso seal was degraded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.